Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings:visual inspection revealed that the back of the battery compartment was cracked. The back of the battery compartment was completely broken off. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. A test display was inserted and found to function properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.